Manufacturer narrative:
(B)(4). Batch # r58c5n. Investigation summary: the analysis found that one pve35a device was returned with no apparent damage and with a cartridge reload loaded. The reloads was returned partially fired 1/10. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure, the device stopped in the middle of firing on a vessel. No patient consequence reported.